Event description:
It was reported by the customer through the emergency support program (esp) that during use on patient, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that christine, a cvicu nurse, called regarding a gas loss alarm on a cardiosave during use. She stated the physician ¿fixed¿ the alarm however, she requested clarification on the cause. Christine verified no blood or discolorations were present in the helium tubing. She reported this was the first occurrence during her shift, the patient had recently been repositioned, and heart rate was mildly elevated. The nature of the alarm was explained to christine and how changes in intrathoracic pressures related to movement could contribute to the alarm. Appropriate troubleshooting steps were reviewed, including the use of the ¿iab fill¿ and ¿start¿ keys to resume therapy. Verifying absence of blood or discoloration in the helium tubing prior to performing an iab fill was emphasized.